Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery spatula involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had a broken cable. The customer continued and completed the procedure with no further issues. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black cable and was broken in half. There was no injury to the patient. A backup instrument was used. There also were no collision or misuse involving the instrument. The up/down (pitch) motion of the wrist was observed.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have a mechanical indentation on the proximal clevis and exhibited wear on the edge of the proximal clevis. The instrument was found to have multiple indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley do not show damage. The instrument was found to have various scratches on the main tube that measured approximately 0.057¿ - 0.248¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The instrument was found to have damage of the conductor wire¿s insulation at yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged and passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.